Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, after multiple attempts at placing the lead, the stylet got stuck in the lead. The lead was not kinked in the body, but when the lead was removed from the body, the stylet came out easily. The lead was not used and was replaced. No patient complications have been reported as a result of this event.